Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, it was noted that the implantable cardiac monitor exhibited pause episodes due to undersensing. No intervention was performed and the patient condition was unknown. The patient will continue to be monitored.